Event description:
The hosp respiratory therapist was doing extended self testing (est) when the vent visually alarmed low pressure with no audible alarm. There was no pt involvement. The hosp biomed ran est and could not duplicate the malfunction at that time. The biomed ran the vent all night with no errors, then turned the vent off for a couple hours however, when he later turned the vent on again without the power outlet, he noted there was no audible alarm tone at that time. As advised, the biomed replaced the power switch, and the alarm assembly will also be replaced as soon as a new one is received.